Event description:
It was reported that the deep brain stimulation (dbs) patient experienced lead migration which was confirmed via imaging. The patient underwent a revision procedure where the lead was explanted. The explanted lead was retained by the hospital and was not returned to bsc.